Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2, +9.50 diopter, implantable collamer lens tore during delivery into the eye. It was reported that the lens was removed within the same surgery, there was no patient injury. In the reporters opinion the device was the cause of this event. The surgeon plans to implant a smaller size length.

Manufacturer narrative:
Corrected data: d6b- "(B)(6) 2019" should be in the initial MDR. H1- "serious injury" should be corrected to "malfunction" in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry with clear surgical residue in a micro-centrifuge vial. Visual inspection found the lens returned in pieces with the optic and haptic torn with foreign residue on the lens. Claim#: (B)(4).